Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 10, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a cyst during an cyst drainage procedure performed on an unknown date. According to the complainant, during the procedure, when the physician deployed the first flange it did not deploy. Reportedly, the first flange opened after several minutes but the stent was no longer in the correct location. The physician removed the stent with the first flange deployed on the delivery system and the procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.